Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer was wearing the insulin pump at the time of the call and his blood glucose was 447 mg/dl last night. Customer's mother stated that once she completed the set change, the customer's blood glucose levels were fine. Caller stated that the training and the first set change went well. Caller declined troubleshooting. Caller stated that she has insulin pens and will wait until tuesday to upload to carelink per trainer's instructions.